Manufacturer narrative:
E1: facility name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had a flickering image and the color was abnormal. The issue was identified during inspection. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: light guide glass fiber bundle at the distal end was worn and dented. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it was detected that the universal cord sheath was broken, and the universal cord sheath assembly was defective leading to screen flickering and abnormal colors. The universal cord sheath failure is an electrical/electronic component problem, but the cause of the universal cord sheath failure could not be determined. The most likely cause is that the cable was damaged by the force of being pulled. As for the light guide glass fiber bundle that was worn and dented, the cause could not be determined. The most likely cause is that the cable was damaged by the excessive force. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device had a flickering image and the color was abnormal. The issue was identified during inspection. There were no reports of patient harm.